Manufacturer narrative:
A ge service representative performed an onsite investigation. The fluoroscopy functions (ffb) pcb was evaluated and advised for replacement. The associated power supply was repaired and a fuse replaced during the service event. No conclusion can be drawn as further system analysis, testing or repair information is unavailable at this time and no additional service information was provided.

Event description:
The customer reported that the system exhibited a burning smell. Additional information was received from the field service engineer confirming that the system failed to boot. No patient serious injury or death was reported related to this event.